Event description:
Further follow-up with treating physician revealed that the increase in seizure activity prior to death was not believed to be related to the vns therapy system. Certificate of death lists" seizure due to juvenile myoclonic epilepsy" as the immediate cause of death.

Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known. It was reported that the pt was found face-down on bed. Sudep (sudden unexplained death in epilepsy) is suspected as the pt had reportedly experienced a recent increase in seizure activity prior to death. The pt was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Stimulation was initiated approximately two weeks post-implant, at which time device diagnostic testing was within normal limits, indicating proper device function.